Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, system sensor, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalization due to low blood glucose of an unknown level. Troubleshooting found that the insulin pump gave high readings of 500 to 600 mg/dl after the customer was released from the hospital. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.